Event description:
The tissue of the defect was "too soft" and therefore, the amplatzer® septal occluder (aso) did not seat well and embolized.

Event description:
It was reported that during a gastroplasty by video laparoscopy procedure, the trocar was leaking, decreasing the pneumoperitoneum and complicating the surgical procedure. Probably the problem might be related to the lot. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.